Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported on recently there is limb occlusion observed, a femoral bypass was performed. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown.